Event description:
It was reported the customer was hospitalized for high blood glucose. Date of hospitalization was (B)(6) 2015. Blood glucose at the time of admission was over 600 mg/dl. The cause of the customer's hospitalization was from diabetic ketoacidosis. The customer's mother reported the customer miscalculated their insulin with manual injections, causing their high blood glucose. It was found the customer was vomiting for two hours prior to their hospitalization. Customer was treated with an IV and manual injections. The customer was off insulin pump therapy for three days prior to the hospitalization. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.